Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a neighbor regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that caller took the patient to the hospital on (B)(6) 2016 because the patient had an infection and pain. The caller stated that they did not know details about the infection or if it was related to the scs device/therapy. The patient had a CT scan. The caller had some questions on how to use the programmer and understand the icons.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.